Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "is related to 2008 implant surgery and implant replacement in 2014 due to rupture to the right side". Devices was explanted.